Event description:
It was reported that the amount of insulin requested and the amount of insulin delivered, did not coincide. Reportedly, the customer went to the emergency room with a blood glucose level of 1500 mg/dl. Customer is not currently using the pump.

Manufacturer narrative:
Follow up 12/12/2014: review of pump data showed the pump calculated a bolus of 57.4u per customer's entry on the bolus setup screen. Two boluses of 25u were requested by the customer, in sequence, and both boluses were completely delivered. Once delivered, pump insulin on board (iob) was 49.884u. Tandem technical support explained and customer acknowledged that if customer desires to deliver more than 50u of insulin, customer should access bolus setup and initiate a new bolus, after 50u have been delivered from the initial bolus calculation. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.